Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and intermittent loss of capture. The device was reprogrammed and consequently the rv lead was turned off. No patient complications have been reported as a result of this event.